Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial lead sensing was decreased. A fluoroscopy examination indicated the lead was in the correct location, no dislodgement was noted. No intervention was performed at this time, the patient will be monitored.